Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing body pain with increasing headaches. The patient was given pain medication. However, during a revision procedure, high impedance was noted on the leads. The patient's ipg and occipital leads were then explanted. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient was experiencing body pain with increasing headaches. The patient was given pain medication. However, during a revision procedure, high impedance was noted on the leads. The patient's ipg and occipital leads were then explanted. The patient was doing well after the procedure.

Event description:
A report was received that the patient was experiencing an increase in headaches. The patient underwent a revision, during which, the lead was explanted due to high impedances. The ipg was also explanted due to charging issues caused by electrocautery used in a previous non-device related procedure. The patient was reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
The complaint of the patient¿s pain could not verified as the returned device was no longer functioning. The device symptoms such as excessive sleep current and low impedance between vh to ground, which are the characteristics of analog ic damage due to high voltage transients. It was reported that the patient had plastic surgery and electro cautery was used. The complaint regarding the high impedance reading was confirmed. Lead continuity test showed that five electrodes are open. X-ray inspection found the cable breakages in the electrode array at the distal end. The source of the damage could not be determined. Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. Device evaluation indicated that the lead passed visual test performed.

Event description:
A report was received that the patient was experiencing an increase in headaches. The patient underwent a revision, during which, the lead was explanted due to high impedances. The ipg was also explanted due to charging issues caused by electrocautery used in a previous non-device related procedure. The patient was reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)

Manufacturer narrative:
.